Event description:
Ethicon megadyne telescoping smoke evacuation pencil would not function. Pencil removed from generator and re-inserted with the same result. Another "like" device was then utilized without issue. FDA safety report ID # (B)(4).